Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein only the clik anchor was replaced. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-4316 lot #: 19386354 description: next generation anchor kit-sterile the explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could no longer walk when the spinal cord stimulator (scs) was turned up to get pain relief. It was noted that the patient¿s leads have migrated. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient could no longer walk when the spinal cord stimulator (scs) was turned up to get pain relief. It was noted that the patient¿s leads have migrated. The patient will undergo a lead revision procedure.